Manufacturer narrative:
Two devices were returned for evaluation. Visual inspection of the device found that the eyelets were torn, some partially and still intact, while others completely torn through. Pull testing was performed with one device with enough intact silicone to perform the test and found that it passed the minimum requirement. Based on the evidence, a root cause was unable to be determined.

Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. See MFR: 3012307300-2018-00110.

Event description:
It was reported that the eyelets were tearing while using a portex® bivona® tts¿ tracheostomy tube. This was noticed during routine trach tie changes. An emergency trach change was performed. There was no patient injury associated with this occurrence.